Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter had a cracked display. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reported that she discovered the alleged issue on (B)(6) 2010 (time not specified). According to the csr's documentation, the patient manages her diabetes with an insulin pump; however, after the alleged issue occurred the patient denied taking any action in regards to her diabetes management. The patient denied developing any symptoms following the reported display issue. The patient also denied testing with another device following the alleged issue; however, for reasons unknown, the patient alleged she was administered food and/or drink as treatment by a health care professional. During troubleshooting, the csr confirmed that there was no misuse of the lfs product. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged she received medical intervention from a health care professional after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(weight) information was not provided.the 510(k) # is k073231.